Event description:
Procedure type: rectum resection. According to the reporter: a leak was observed after firing (distal purstring). A new instrument was used to complete the procedure, no colostomy was performed, no bleeding occurred, surgical time was extended more than 30 minutes. The pt's current condition is well and no pt injury was reported.